Event description:
During hip surgery - tip of knife blade broke off in pt. Removed by surgeon and removed from field. Remainder of knife blade split as tech was removing from handle. A second knife blade broke as tech was placing it on handle. Product was removed from svc immediately.